Event description:
According representative description: "the loop sling was damaged on the right hand side leg loop. The damage looks like it caused by the loop being burned or melted against something hot." Ref MFR #9611530-2013-00143.